Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit of drawer was off the bus and the blinking lights on the back of the drawer were dark. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not detected on the bus. A field service engineer (fse) refreshed the connections and identified that the module controller was functional, and the drawer controller was failed. Fse replaced the drawer controller and rerouted the cable away from the caster to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.